Event description:
It was reported that during implant of the right ventricular lead, two different leads were attempted unsuccessfully. The first lead was not implanted due to patient anatomy as there was tricuspid resurge. The second lead was not implanted because after the physician deployed the helix there was concern that the turning tool did not spin back enough. Neither lead was used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the full lead found no anomalies. Blood was found in/on the helix/lobe mechanism. (B)(4) analysis of the full lead found no anomalies. Blood was found in/on the helix/lobe mechanism.